Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Implant and explant dates: the implant or explant dates are not applicable to this device. Visual and microscopic inspections were performed on the returned device. There was a kink in the proximal coil adjacent to the distal hypotube joint. The proximal coil was unthreaded from the distal hypotube joint and was protruding out from the wire. However, the core wire and trifilar were intact. There was also threadlike material wound around the joint location. The proximal coil was unthreaded from the distal hypotube joint and was protruding out from the wire. This damage may have occurred as a result of the balloon becoming stuck on the guidewire during the procedure. However, we were unable to conclusively determine when or how the damage occurred. Since the balloon was not returned, it was not possible to indicate how the balloon became stuck or what damage resulted from the observed complaint. Due to the observed damage at the distal hypotube joint, it is likely that material became caught on the device sometime during the decontamination process and resulted in the observed threadlike material being present at the joint. The instructions for use (IFU) warn to never advance, torque, or retract a pressure guide wire which meets significant resistance and caution the pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. Esg ticket # (B)(4) was opened on 03-24-2017 after multiple failed attempts to submit this report.

Event description:
It was reported during a coronary procedure they went in to complete ffr, went over wire to do intervention to do the balloon but it got hung up on the wire and they had to remove the device completely from patient as a unit. Once removed, it was noted the wire device appeared frayed. They completed angioplasty and used a second wire of same product to successfully complete the procedure. All portions of the device appeared to be accounted for when removed from the patient. There was no harm to patient. No additional intervention was required to remove the device. No medical or surgical intervention was performed. Vessel was noted as pretty straight and not tortuous. This event is being reported because the device was removed as a system.